Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer shut off randomly, it was powered on for over 24 hours with no shut down, however the power supply was replaced, the hard drive reconfigured and the software reloaded as a preventive measure. It was noted that the radiofrequency programmer head connector on the link electronic module (lem) board was intermittent, that pressing on the connector caused telemetry to work or not work and the lem board was replaced and calibrated to resolve, that the bezel had a piece broken out in the top right corner, that the system fan was intermittently noisy and that various case parts were damaged and cosmetically compromised. All found defective parts were replaced and the bezel overlay assembly was additionally calibrated. (B)(4).

Event description:
It was reported by the clinic that the programmer shut off randomly, however it was not able to be reproduced. The programmer was returned for service. It was additionally noted that the programmer was not needed back as the district was over its allocation for programmers. No patient complications have been reported as a result of this event.